Event description:
The pt underwent a hysteroscopy procedure in 01/2006. During the procedure the pump for the fluid management system kept shutting off. An error light next to the patient sensor was received. Another unit was used to complete the procedure with no adverse patient consequences.